Event description:
It was reported the customer had issues with their infusion sets and sites as insulin was not being delivered to their body. The customer also reported their insulin pump was severely scratched. Customer stated they could barely read anything on the insulin pump's screen. It was found the customer's insulin pump was exposed to a lot of outside factors as the customer worked as a park ranger. The customer also reported issues with their reservoirs. The customer stated they had one reservoir sticking to the infusion set and the other reservoir sticking to the blue transfer guard. The customer also stated when they tried to remove the reservoir from the infusion set, all their insulin was spilled. Customer's blood glucose was 125 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip and cracked battery tube threads.